Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low bipolar/unipolar impedance and no capture at full output. It was noted that the patient experienced bradycardia and fatigue. The lead was reutilized with a new device and remains in use. No further patient complications have been reported as a result of this event.